Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) /model #: 1650 / expiration date: 2018-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing critical battery alarms with two batteries. The batteries are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm involving (B)(4) and two (2) critical battery alarms involving (B)(4) with a relative state of charge below 10%. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the batteries depleted below 10% relative state of charge. Additional device: battery/(B)(4), h3: yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not replacing the second power source. Patient would change battery in power source one when indicated, then plug ac adapter in power source one, and then plug battery back in power source one in the morning. This caused the patient to have critical battery alarms when battery one would drain. Patient was instructed how to utilize the batteries and the ac adapter appropriately to avoid these events. No further issues were reported with critical battery alarms associated with this patient after this episode, no complications noted for the patient at the time of the event. The batteries were not exchanged and are still in use by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.